Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer. Due to multiple interventions performed, a specific part cannot be identified as the sole contributor of this event. A failure of one or more of the replaced components or a combination thereof is the likely cause of this event. A beckman coulter field service engineer (fse) was dispatched to the customer site. While onsite, the fse cleaned the ise module, cleaned the sample probe, and performed ise (ion-selective electrode) enhanced cleaning, the fse verified the reference electrode contained the proper amount of fluid. The fse replaced the ise peristaltic pump tubing and the ise syringe which resolved the issue. The beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned low sodium patient results generated on the laboratory¿s au5800 clinical chemistry analyzer. There was no report of injury or change to patient treatment associated with this event. The customer did not specify the number of patient samples affected. Data was not provided by the customer.